Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this caused fragments in my abdomen') and device expulsion ('coil appeared to be floating in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("ovary cyst"), colitis ("colitis"), fibromyalgia ("fibromyalgia"), myositis ("myositis"), depression ("depression"), anxiety ("anxiety"), intervertebral disc disorder ("disorder of spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy"), affective disorder ("affective disorder") and pain ("chronic pain syndrome"). The patient was treated with surgery (total hysteroctomy). Essure was removed. At the time of the report, the device breakage, device expulsion, ovarian cyst, colitis, fibromyalgia, myositis, depression, anxiety, intervertebral disc disorder, nerve compression, cervical radiculopathy and pain outcome was unknown. The reporter considered affective disorder, anxiety, cervical radiculopathy, colitis, depression, device breakage, device expulsion, fibromyalgia, intervertebral disc disorder, myositis, nerve compression, ovarian cyst and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this caused fragments in my abdomen') and device expulsion ('coil appeared to be floating in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("ovary cyst"), colitis ("colitis"), fibromyalgia ("fibromyalgia"), myositis ("myositis"), depression ("depression"), anxiety ("anxiety"), intervertebral disc disorder ("disorder of spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy"), affective disorder ("affective disorder") and pain ("chronic pain syndrome"). The patient was treated with surgery (total hysterotomy). Essure was removed. At the time of the report, the device breakage, device expulsion, ovarian cyst, colitis, fibromyalgia, myositis, depression, anxiety, intervertebral disc disorder, nerve compression, cervical radiculopathy and pain outcome was unknown. The reporter considered affective disorder, anxiety, cervical radiculopathy, colitis, depression, device breakage, device expulsion, fibromyalgia, intervertebral disc disorder, myositis, nerve compression, ovarian cyst and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.